Event description:
It was reported that the right ventricular lead could not be implanted due to the patients anatomy. The lead was removed and a replacement lead was successfully implanted. During a post-op check, an echocardiogram revealed a possible perforation. Pericardiocentesis was performed. The perforation was believed to have occurred during the attempted implant of the initial right ventricular lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.